Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Additionally, the patient underwent implantation of monarc, align, obtryx and aris. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, bso, uterosacral intraperitoneal vault suspension and cystoscopy due to uterine prolapsed, sui and minimal cystocele. It was reported that patient underwent cystocele repair, and elevate was implanted on (B)(6) 2009. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 07/24/2017 additional information: patient codes: (B)(6) - urinary problems, recurrence additional narrative: it was reported that following procedure the patient experienced urinary problems and recurrence. It was reported that the patient underwent mesh excision on (B)(6)2015 by dr. (B)(6) at (B)(6) due to exposure of mesh.